Manufacturer narrative:
Investigation is ongoing.

Event description:
During a tavr procedure with a 26 mm ultra system and sapien 3 valve in a very calcified native aortic annulus, during valve deployment at nominal volume the ultra delivery system ruptured. The valve was deployed in good position and a post-dilation was not required. The sheath and delivery system were removed without difficulty. There was no harm to the patient. The patient was stable. The delivery system will be returned for evaluation. Per report, the patient¿s severely calcified annulus and bulky leaflets contributed to the balloon rupture. The cause for the difficulty crossing the annulus was the system getting caught on the non-coronary cusp that was heavily calcified.

Manufacturer narrative:
Correction to device available for evaluation changed to "no". A device was inadvertently returned against this complaint. Through investigation it was found that the incorrect device was received. The device for this complaint was confirmed to be discarded at the hospital. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated and written by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. Per ultra delivery system axela sheath procedural manual, factors that can make it difficult to cross the native valve are as follows: heavy calcification, wire bias horizontal aorta tortuous thoracic aorta, flex catheter kinked and inadequate bav. In addition, the procedural manual provides techniques to assist with crossing such as make sure the wire is correctly extended at the apex, pull tension on the wire or reposition, add or remove some flex, pull the system back and re-advance and buddy balloon. When crossing the native valve: be patient, do not force thv. Use short movements to prevent ¿jumping¿ of the thv into the ventricle and use rao or ap projection to ensure wire position is maintained in the ventricle. In this case, per report, the cause of the balloon burst is related to patient factors (severely calcified annulus and bulky leaflets). In addition, the cause for the difficulty crossing the annulus was due to procedural and patient factors (the delivery system getting caught on the heavily calcified non-coronary cusp). There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Correction: recall number.

Manufacturer narrative:
Additional information: the recall number assigned to the event reported in this manufacturer report has been received and documented in section h9 of this report.